Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnoses: symptomatic spinal canal stenosis due to degenerative disk and joint disease at l2-3. For which, patient underwent following procedures: utilization of local morsellized bone for spinal fusion procedure. Utilization of morsellized allograft for spinal fusion procedure, one medium package of rhbmp-2. Anterior l2-3 diskectomy and interbody fusion utilizing local bone, morsellized type, and morsellized allograft. Placement of interbody fusion cage l2-3 via direct lateral approach. Per op notes, 12 mm high, 50 mm wide cage was selected. A medium package of rhbmp-2 was prepared. Local bone harvested during the diskectomy was then cut into small pieces and the collagen strips of the prepared rhbmp-2 was then wrapped around the pieces of bone. These collagen pieces were then placed in the interstities of the cage and then secured with three ties of vicryl. The cage was then inserted into the interspace of l2-3 using insertion tool, mallet and impactor. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Corrected if information is provided in the future, a supplemental report will be issued.